Manufacturer narrative:
Lumenis investigated the reported event. The foreign facility had reported that during a laser lithotripsy for stone procedure in which a lumenis versapulse powersuite 60w laser system was being utilized, a footswitch error massage appeared. Unable to continue with the system, an alternate method was used to complete the procedure. A review of the subject device DHR confirmed that the subject device was installed at the customers site on (B)(6) 2011. A review of historical product complaints from the past two years shows that the same malfunction of footswitch failure has not led to serious injury. A review of system risk files ((B)(4)) revealed risk #2.13; system failure which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. A review of subject labeling, (0637-117-01 rev. R versapulse powersuite op manual) revealed in the electrical hazards section warning - the area around the laser and footswitch should be kept dry. Do not operate the laser if any of the cords are faulty or frayed. According to the service records this is the original part that was used since 2011. In the footswitch photo, one can see that the fs is rusty and that the cable is frayed. This is a normal wear, however according to the user manual, the user should have avoided using this footswitch in this condition. A new footswitch was sent to the user. In this case, the procedure was completed with an alternate method with no complications to the patient. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate method as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction to the FDA. According to the gso expert based on the age of the footswitch, wear could have likely played a role in the failure. Therefore, no additional corrective or preventive action is determined necessary. Lumenis regulatory response to lumenis china for the chinese authorities is enclosed below. Lumenis is closing this complaint but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop ((B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
Lumenis received a foreign user facility submitted cfda report (B)(4) on 26-may-2022 regarding an event that allegedly happened on the (B)(6) 2022. During a laser lithotripsy stone procedure in which a lumenis versapulse powersuite 60w laser system was being utilized, the footswitch stopped working. The procedure was complete by an alternate method which led to a longer operation time. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.